Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with minor scratches on lcd window. Unit received missing o-ring (reservoir tube). Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on top of reservoir chamber, esc button to reservoir chamber, and top of battery cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.